Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and button error. Customer's blood glucose value was unknown. Customer stated that the insulin pump crack on whole side of reservoir. Insulin pump was making grinding noise during rewind and it was slower to rewind. Customer stated that they experienced random and unexplained no delivery alerts. The device will not be returned for analysis.